Event description:
It was reported that the customer's insulin pump did not alarm no delivery. It was stated that the status screen showed more than 20.0 units left. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.